Event description:
The user facility reported that the sheath "leaked from the hub" and appeared to have a "small crack" in the lumen during an angio runoff procedure. Additional information that was provided by the user facility included the following: during the procedure, the physician flushed contrast through the sheath using a syringe; subsequently, it was noted that there was leakage from the hub and there "seemed to be a small crack in the lumen of the sheath"; the original procedure was successfully completed; however, it was reported that the patient "coded" at some point during the procedure due to other disease complications; the patient was transferred to the hospital; and then, the patient later expired and it was re-confirmed the outcome was due to complications unrelated to the reported concern with the device. Note: although there is no reported patient impact related to the device, this report is being submitted as a precautionary measure.

Manufacturer narrative:
No known patient impact (related to the device) - the user facility re-confirmed that there is no reported patient impact related to the device and that the patient outcome was due to complications unrelated to use of the device. Conclusions - based upon evaluation of the returned sample; based upon testing of reserve samples. During follow-up communication with the user facility it was specifically stated that the "patient expired due to complications unrelated to the sheath." However, the device was in use during the reported event where the patient "coded." Therefore, this report is being submitted as a precautionary measure. The involved device was returned and evaluated. Thorough examination confirmed that: there was some deformation to the device tip consistent with normal use; additional inspection and testing of the returned sample confirmed that there were no other defects or anomalies and product performance specifications were met; and there was no leakage or crack in the sheath as had been conjectured by the user facility. Thorough visual examination & physical testing of reserve samples from the reported lot, the previous lot and the subsequent lot confirmed there was no evidence of any abnormalities or defects and performance specifications were met. A review of the complaint files confirmed that this lot has not been reported previously. A review of the device history record confirmed that there were no production related problems for this lot number. All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow up. (B)(4).